Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: the eea 31mm stapler was requested and used by the surgeon. Following deployment, the anvil portion of the device remained in the pt's rectum. The anvil had to be cut from the rectum, requiring a new anastomosis. The operating room supervisor and surgeon stated that the product did not release appropriately.